Event description:
1. On an infant patient, the j-loop was pulled completely off of distal end of clave. This allowed a small amount of blood to leak from IV site. 2. No patient involved. Prior to use, flush was attempted per protocol and was unable to be flushed. 3. Adult patient. Staff hooked IV medications to j-loop but discovered j-loop end leaking and it appeared that the clamp attached to the device cut the tubing. Manufacturer response for IV, extension,we have received no comment to date other than the adhesive reference.